Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1905425: 50 items manufactured and released on 08-oct-2019. Expiration date: 2024-09-24. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any other similar reported event.

Event description:
Primary surgery performed successfully in the morning. In the afternoon the surgeon noticed that the patient was in pain and legg was shorter than the other suddenly. He took a CT where the stem was subsided and it showed a peri prosthetic fracture, subsidence happened after causing the fracture. Patient has a very osteoporotic bone quality. Revision surgery performed 7 days after primary.